Event description:
It was reported that the pt has had a loss of therapeutic effect. The pt has not felt stimulation since going to another country, and going through a theft detector. The pt was able to verify the device was on with her programmer. When the pt tried to increase her stimulation , her programmer gave a triple beep. The upper limit was met. Further information is being requested from the hcp.